Event description:
The company was informed that the pt experienced intermittencies, facial nerve stimulation, and pain. The issues could not be resolved with programming changes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.